Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 98-130mg/dl fasting. Verified test strips expire 04/30/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 298mg/dl and 274mg/dl. Reviewed meter memory: (B)(6). The customer is concerned about the result that he received on (B)(6) 2015 234 mg/dl @ 6:07 pm. No adverse event reported.